Event description:
Caller reported aviva system blood glucose result of 97 mg/dl, professional system result of 60 mg/dl within 10 minutes. Customer felt his blood sugar was not really low, declined the treatment of glucose tabs that the nurse at the doctor office was offering him. No adverse event. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.